Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The complaint that the autopulse nxt platform (sn (B)(6) did not perform proper compressions was not confirmed based on the archive or during functional testing. The platform performed as intended without faults or errors. No fault or alert was observed in the archive log file. The autopulse nxt platform passed the preliminary functional test without any fault or error. The autopulse functioned appropriately and performed as intended. The customer reported complaint was not reproduced. Following service, the autopulse nxt platform passed the run-in test without any fault or error. The autopulse nxt platform passed the final testing without any fault or error.

Event description:
The customer reported the autopulse nxt platform (sn (B)(6) did not perform proper compressions. The user reverted to manual CPR. No additional information was provided. No patient information nor adverse effects reported.